Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curved needle delivery system was returned for evaluation. Visual assessment confirmed the reported complaint of the t breaking. The distal end of t1 has broken off where the suture intersects the implant. Dimensional assessment of the t diameter found it to meet print specification. The damage to the implant likely occurred due to excessive force placed on it during its removal. The insertion needle is bent and twisted. The actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
During a meniscus repair procedure using a fast-fix 360 reversed curve ndl deliv system, it was reported that the second implant (t2) fell off the inserter. The deployment knob was depressed to deploy the first implant (t1), and t2 also deployed. Both implants were removed from the body, but the tip of t1 was missing and may have remained inside the patient. The procedure was completed with a back-up device. There were no reports of patient injuries or complications.